Event description:
Date of implant: 2006. It was reported that a patient underwent a spinal fusion with posterior instrumentation at the l4-s1 levels. Approximately 2 months post-op, the patient began experiencing pain. It was reportedly revealed that two screws at the s1 level fractured. Fusion is progressing currently and revision surgery has not been planned. The physician is continually monitoring the patient.

Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.